Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-03603 , 1627487-2020-03604 , 1627487-2020-03605 , 1627487-2020-03607 , 1627487-2020-03608 , 1627487-2020-03611. It was reported that the system was explanted and replaced for an unknown reason.

Manufacturer narrative:
The event of system explant/replacement was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.